Event description:
A monarc sling was implanted on (B)(6) 2012. It was reported that, since the implant, the patient has experienced urinary retention, a burning sensation in her vagina and pressure and burning in her rectum, cramping in lower abdomen, back pain, urinary urgency and pain while voiding. It was also reported that the patient has foul smelling discharge and sciatic pain. It was also reported that, the mesh was removed on (B)(6) 2012 and her urinary incontinence has returned. The patient now has increased depression and anxiety.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.